Event description:
The pt presented with a popliteal aneurysm and had been on tissue plasminogen activator (tpa) for 3 days prior to the procedure. Tpa did not open the distal popliteal or tibial vessels so the physician planned to cut down to the popliteal artery and do a thrombolectomy of the runoff vessels. When thrombolectomy failed, the physician decided to create a jump distal popliteal bypass to the posterior tibial artery below the knee procedure. According to the physician, the pt had extreme tortuous anatomy. The gore viabahn endoprosthesis was placed within the aneurysm prior to the completion of the vein graft. The guidewire was exposed approx 1-2 cm outside the gore viabahn endoprosthesis and could not be advanced any further because of the clamp on the distal popliteal artery. When the gore viabahn endoprosthesis was partially deployed, it appeared on fluoroscopy that the device had folded over on itself. The physician decided to cut down to the sfa and remove the device.

Manufacturer narrative:
Note: review of the mfg records verified that the lot met release requirements. Based on examination of the returned device it could not be determined if there were anomalies attributed to the manufacture of the device.